Event description:
The complaint is reported as: "the patient intubated in the or, then transferred to tncu on 2nd nov. Air leaking was found when nurse was trying to inflate more air with endotest on the next day. Inflation valve seems broken." It was reported the et tube was changed. No patient harm or injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the customer returned one unit 5-10314 et tube, hvt, 7.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the pilot balloon was slightly discolored with a red stain. There was a small hole that was visible in the balloon cuff. Although there was a visible hole in the cuff, functional inspection was still performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air and then connected to the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff was not able to stay fully inflated. The cuff was able to properly deflate. The hole in the cuff kept the device from fully inflating. No other defects or anomalies were observed. The IFU for this product states: "care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used. Cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuff has not become over-inflated. The tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." "Deflate cuff prior to repositioning the tube. Movement of the tube with the cuff inflated could result in patient injury or in damage to the cuff requiring a tube change." The reported complaint was confirmed based upon the sample received. The returned et tube was found to have a hole in the balloon cuff which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, it appears that unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. A verification of failure mode reported in the current manufacturing process was conducted as follows: 380 samples were taken from the current production; the samples were visually inspected and issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the patient intubated in the operating room, then transferred to (B)(6) on 2nd nov. Air leaking was found when nurse was trying to inflate more air with endotest on the next day. Inflation valve seems broken." It was reported the et tube was changed. No patient harm or injury reported. The patient's condition is reported as fine.